Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on this left ventricular (lv) channel. Technical services (ts) reviewed and stated that there was loc present and programming was performed. The device and this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).